Event description:
Nurse reported, customer was hospitalized for hypoglycemia. Nurse stated that customer basal rates were increased and may have caused the event. Troubleshooting was performed and pump appeared to be operating normally.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.